Event description:
Initial reporter indicated that the vns patient had their vns explanted for lack of efficacy. Reported the patient had their vns disabled for over a year and that the vns never worked for her. Reported the patient was at maximum settings. Their explanted lead and generator were returned for product analysis. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications. A coil break was identified in both the negative and positive lead coils. Abraded openings were noted with fluid in the tubing. The electrode section of the lead was not returned for product analysis. Scanning electron microscopy was performed on both the positive and negative broken coils. The surface appearance of one broken strand of each the positive and negative coil suggests that a stress-induced fracture has occurred. However, due to mechanical distortion, a conclusive determination of these strands and the other remaining strands cannot be determined. Inspection of the connector pin showed that pitting or electro-etching conditions have occurred at the suspected area. The reason for this condition is unknown, but may be related to the broken coils in the vicinity of the electrode bifurcation. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.